Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the ventilator stopped working. The clinician switched to manual mode of ventilation and cycled power. The case was completed with no further reported complaint. There was no reported patient injury.